Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): (B)(4). The reported patient effects of stenosis and pain are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device. The job traveler for the reported lot revealed no nonconforming reports. Based on the information reviewed, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with leg pain. Angiography revealed re-stenosis in a 4.5x6.0mm supera stent that was implanted on (B)(6) 2015 in the right superficial femoral artery. The re-stenosis was treated with balloon angioplasty, laser, and stenting with a non-abbott stent. Post-procedure, patient was in stable condition and discharged home. No additional information was provided.